Event description:
The patient had tried connecting to multiple different power sources. The cause of the alarm was believed to be the tears/cuts in power leads and modular cable made by the cat. Exchanging the equipment resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical disconnect alarms on the system controller was confirmed and reproduced. A review of the submitted controller event log file (041807) spanned approximately 7 hours (29apr2025 from 08:11:15 ¿ 15:47:59 per time stamp). On (B)(6) 2025 from 08:11:15 to 08:32:43 while connected to batteries and the mobile power unit (mpu), the power cable disconnect alarm intermittently activated due to an invalid relative state of charge (rsoc) fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after. There were other instances of invalid rsoc fault without an associated alarm active. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms were active in the log file. The returned system controller, serial (B)(6), was functionally tested and was able to support pump function for an extended period of time. After testing, when the controller was connected to a mock loop, it alarmed when the black cable was manipulated on the animal bites. Insulation testing was performed and the alarm out yellow wire, brown rsoc wire, and red/white motor voltage out wires were shorting to shield when flexed at the bite site. The cable was stripped and the conductor from the yellow, brown, and red/white wire was exposed in a small area. The rsoc and alarm out wires shorting to shield would result in atypical alarms. The provided information stated that the patient does have cats, and it was noticed that the cables had tiny pricks. The root cause for the reported event was a short to shield on the rsoc and alarm out wires of the black power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was presenting to the clinic for low voltage and power cable disconnect alarms. They had the power cable disconnect alarm, specifically on the black lead, while lying in bed connected to fully charged batteries. The patient then connected to a newly issued mobile power unit (mpu) and a low voltage hazard alarm occurred. The patient tried different outlets at the house this time and all outlets produced the same low voltage alarms. It was noted by the patient that the outlets were only 2-pronged. The clinician made sure that the patient was connected correctly matching white to white and black to black. They were not using any plug adaptors or extension cords with mpu. The patient noted that this does not happen every time she plugs into the mobile power unit (mpu). The only time the patient ambulates was when they use the restroom in the night. They do not have shag carpets, and they do not do laundry or have an electric blanket connected to mpu. When they get the alarms, it seemed to be while lying in bed in the morning. The site was wondering if it could be an electrical issue as they patients house was built in 1950¿s. They wanted to rule out any potential driveline issues in case the modular cable needed to be exchanged. The patient stated that when they move the controller a certain way the alarm will go away. The patient lives 5 hours away and the trips to the lvad center were a lot. The patient does have cats, and it was noticed that the cables had tiny pricks. There were more pricks/cuts on the black power lead, and some on the white power lead and modular cable. No breaks of wires on the driveline or modular cable were felt. It was also noticed that on the clips that her black power cable was connected to, the orange portion where the lead goes into had part of it rubbed off and was deeper within the connector portion of the clip. A new mobile power unit was provided on 18apr2025. The log file captured numerous indications of poor connections between the controller & the power source. This was occurring on both the mpu and battery power. There did not appear to be any issues with the mpu power cord coming loose at the ac wall outlet. Any chewed-on cables were recommended to be replaced, as well as the battery clip with the displaced orange washer. The modular cable, battery clip, system controller, and mpu were replaced.